Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to an open blue (can l) wire in the trunk cable. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).